Event description:
Approximately three years after the implantation, the patient contacted the hospital to report low flow alarms lasting for five minutes. The patient reported that he had had some recent syncopal episodes, that he was symptomatic at the time of this event and that the flows were less than 1.0 l/min. The patient was transferred to the vad-implanting center where the patient's flows were noted to between 3.0 and 4.0 l/min on arrival with a subsequent drop to less than 1.0 l/min. An echocardiogram was performed with no evidence of obvious inflow obstruction. The site reported that during the patient's diagnostic testing, the vad power consumption increased suddenly with a subsequent pump stop. The patient's condition necessitated ICU admission and inotropes. The patient's was urgently listed for a cardiac transplantation. The patient's condition continued to deteriorate and he expired. Investigation is ongoing.

Manufacturer narrative:
The device remains implanted in the patient (post mortem) and is not available for return to the manufacturer for analysis. Review of the manufacturing documentation confirmed that pump met all requirements for release. Review of the controller log files revealed a sustained decrease in estimated flow with a subsequent elevation in power consumption and flow estimation, as well as "low flow" alarms and "high watts" alarms that correlate with the reported event. The cause of the reported event cannot be conclusively determined. Information in the log files is consistent with an inflow occlusion followed by ingestion of material into the pump. It appears that the amount of material was substantial enough to cause the pump to stop. No additional information will be forthcoming.

Manufacturer narrative:
Additional information will be submitted within thirty (30) days of receipt.

Manufacturer narrative:
Additional information received and confirmed that the reported pump stop was due to a deliberate disconnection of the driveline from the controller during the event. The pump stop is not related to a device malfunction. No additional information will be forthcoming.